Event description:
Information received from the field notes that while still in the box, the device could not be interrogated. The device was successfully interrogated with a programmer software upgrade. It was decided not to implant this device.